Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the pt stopped feeling stimulation. An sjm representative met with the pt and found out that her ipg does not communicate with the charger or programmer. The pt stated that she stopped charging and using the stimulation about 4 months ago. The pt has planned to have her device replaced. No further inf is available at this time.